Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements since about two years ago. The daily measurements showed a smooth and gradual increase since the system was implanted in (B)(6) 2009. All other measurements were within range. The lead seemed to be intact on x-ray with no issues although it did appear tight. It was noted that the patient had hemochromatosis and was taking chelating agents. Boston scientific technical services (ts) discussed the issue and concluded that the system appeared to work fine. Ts also suggested measures to test rv lead integrity. The patient was not pacemaker dependent and no adverse patient effects were reported. The device and lead remain in service at this time.

Event description:
Boston scientific received information that daily measurements of this device show a steady increase in pacing impedance measurements on the right ventricular (rv) lead from (B)(6) 2009 to (B)(6) 2012 when the measurements were greater than 2,000 ohms. All other measurements were appropriate and no noise was noted. An x-ray was performed which noted no anomalies with the lead placement or connection to the device. It was indicated that this patient was not pacemaker dependent. Boston scientific technical services (ts) advised to check the calcium level as lead calcification was suspected. Notification through a remote monitoring system indicated that there were out of range pacing impedance measurements on the rv lead and device confirming the ongoing issue with the pacing impedance measurements. In (B)(6) 2014, the remote monitoring system indicated a high out of range shock impedance measurement on the rv lead and device. (The high out of range shock impedance measurement was previously submitted in report # 2124215-2014-03161 & 2124215-2014-03162.)the field representative confirmed that the shock impedance measurements were stable around 115 ohms and that there was one measurement of 121 ohms. It was indicated that no noise was observed and all other measurements remain appropriate. No changes were made to the system and the patient continued to be monitored. In (B)(6) 2014, the remote monitoring system indicated a high out of range pace and shock impedance measurement. The field representative confirmed that the physician is aware of the impedance measurement issues and suspects calcification of the lead tip. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Additional information was received that this system continues to exhibit high, out-of-range pacing impedance measurements. It was reported that the patient will continue to be monitored through the remote monitoring system and ambulatory follow up. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.